Event description:
It was reported that an 8100 lvp was affected by plastic recall. During servicing, replaced rear case due to being non- supported part, replaced ail due to being damaged/chipped, replaced bezel assy due to being noisy as well as being a non-supported part. Replaced door latch due to being non-supported part, replaced door assy due to fluid ingress. Replaced contaminated membrane frame, replaced contaminated female iui and male iui. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.